Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and sample evaluation confirmed the reported issue. Visual inspection found the knife was trapped within the jaws, and would not retract or allow the jaws to open. As a safety measure for this device, the knife must be retracted in order to open the jaws. This issue is attributed to customer misuse of the device. Knife trap occurs when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. Tissue build-up within the knife webbing can also contribute to this issue, which is prevented by cleaning the device as needed throughout the procedure. The IFU included with this product cautions users to confirm the jaws have reached the closed position and are locked before activating the cutter. It also states appropriate cleaning methods to prevent eschar build-up. Inspection of the device also found the clear insulation close to the jaws was damaged, causing it to fail hipot testing. The investigation identified the root cause to be user error, where the insulation shows signs of damage with improper handling through a trocar. The IFU states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this issue.

Event description:
The customer reported the trigger of the device would not function. Inspection of the received sample found the clear insulation close to the jaws is damaged.